Manufacturer narrative:
Investigation summary: no samples / photos were sent by the customer. Furthermore, it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. The manufacturing process are validated with defined acceptance criteria. Investigation conclusion: from this information it is not possible confirm the complaint. Root cause description: not possible to perform an investigation and determine the root cause for the incident. Rationale: the incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that ser plastipak 3ml ll 30x7al/un needle was clogged. The following information was provided by the initial reporter: it was detected, through a complaint in the notivisa system ((national notification system for health surveillance)), the report of a semi-clogged needle, making it impossible to aspirate the product for use. In the report, the claimant informs that the needle is clogged, in view of this it made the use impossible and it was necessary to use another needle to aspirate and apply the product. Generating delay in the application.